Event description:
It was reported that when the external pulse generator (epg) was connected to a patient, the epg stopped working as noticed on an electrocardiogram monitor. The switch of the epg was turned back on, and pacing restarted. It was noted that the low battery indicator was illuminated. The battery was replaced for a new battery and the epg was restarted. The epg did not have the manufacturer-re commended battery, the terminal of the old battery had a plastic ring cover. The epg was returned to the manufacturer for servicing. The patient did not have any health hazards, as the patient had an intrinsic heartbeat.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).